Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the screen had scratches. The investigation was unable to duplicate the customer's reported problem. The device displayed the correct cartridge volume and passed all functional tests. Based on the investigation, the complaint allegation was not confirmed. The investigation did find that the backlight was not lighting up well so front housing and backlight were replaced. A DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the pump and the device was not previously in for repair for a similar problem.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that the device was displaying incorrect cartridge volume. There was patient, or clinician injury associated with these occurrences. No further details provided at this time.